Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. Low flow hazard alarms were captured on (B)(6) 2024, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient who was implanted on (B)(6) 2023 was undergoing a total knee replacement, and early in the procedure, there was a low flow hazard event that was initially attributed to mean arterial pressure (map) in the 50s. Flow returned to normal 3.5-4.5 liters per minute (lpm) after anesthesia intervened with pressers and maps returned to normal. After further monitoring during the operation, the patient was noted to have flows >4.0 lpm with maps around 60mmhg. Interrogation was done which noted that powers bumped slightly to 4.4w at the time of the low flow after having run around 4.0-4.2w at baseline. Anesthesia was aware of these concerns and neurology checks would be performed at the end of the case as the patient came off sedation for possible concerns of clot ingestion into and through the hm3 pump. No deficits were noted and no other treatment was performed. Log files were sent and reviewed, and the event log captured low flow alarm events on (B)(6) 2024. There were also several momentary low flow events recorded. There did not appear to be any type of external mechanical circulatory system equipment causing these events, and the low flows may have been due to a patient related issue. Additional information provided from the site did not confirm the presence of thrombus. There were no changes to patient condition or anticoagulation status that may have contributed. Aside from the momentary low flows during the procedure, there were no recenet changes to pump parameters. No diagnostic testing was used and no symptoms of thrombus that were observed. As no deficits were noted, no other treatments were performed. The cause of the low flows and elevated pump power was not identified. It was noted that the elevated pump power was resolved. It was also communicated that no type of neurologic dysfunction was diagnosed.